Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a defect.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h6(health effect ¿ clinical code,medical device ¿ problem code,type of investigation,investigation findings,investigation conclusions), h11. A getinge field service engineer (fse) inspected and found that the main problem with the equipment is that the vacuum/pressure motor is not generating sufficient vacuum and, as a result, when trying to start the equipment, after a while the alarm sounds with autofill failure. Another test motor was put into the equipment and it started working normally again. The equipment is without the condenser module and safety disc where another was also placed in order to be able to perform tests on the equipment, the equipment is without its doppler module and with the lead batteries not holding a charge and expired. Internally the equipment is in good condition, only yellowed hoses in which fse recommend replacing them. The 4 casters of the equipment have damaged rubber and need to be replaced, the handle for opening the helium cylinder is also missing. The internal plates were checked and they are ok until the time of the technical visit. The equipment has its correct calibration. Equipment not approved for use. The customer has not yet approved the quote and due to the time without a response, we are closing the service. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a